Event description:
Severe burn to vagina, perineum, and rectum requiring tx of topical cream and two rounds of antibiotics. The pt described areas as being scorched/branded. Md describes burn as "profound" with severe pain. Pt appears to be healing, but has shown signs of infections. The company rep was present during the entire procedure.